Manufacturer narrative:
(B)(4). Date sent: 4/6/2023 d4: batch # 129c60 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with a gst45b reload loaded on the device. The reload was received partially fired 1/10, with the reload pan partially dislodged from the right side. In addition, 5 double drivers and 1 single driver out of position, making the reload non-functional. In addition, one tyvek was received. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 129c60, and no non-conformances were identified.

Event description:
It was reported that during the appendectomy procedure, the doctor went to fire and got what sounded to be a safety lockout. Could not remember how to get knife blade assembly reversed but was finally able to. The procedure was completed successfully with no patient consequences.